Manufacturer narrative:
Batch review performed on 18 january 2019. Lot 1755174: (B)(4) items manufactured and released on 25 january 2018. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Visual inspection performed by r&d product manager on january 18, 2019. During the analysis it is evaluated that the threaded part terminal is bent and for this reason it is not able to completely screw into the cup (only one turn is possible). It seems that the instrument has been removed form the cup before complete unscrew and this caused the fold.

Event description:
The terminal cup impactor broke out (the thread was damaged) when the surgeon was positioning the cup. No patient harm reported. The surgery was completed with a new cup and terminal cup impactor from another set.